Event description:
The customer reported that the insulin pump was not functioning properly. The customer stated that the insulin pump vibrated and then was stalling on the number three. The customer changed the battery, but the anomaly continued. The customer requested having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display due to a faulty component on the motherboard.